Manufacturer narrative:
Device will not be returned.

Event description:
Customer reportedly received results of 414 mg/dl and 112 mg/dl within 4 minutes on the 2 different nano meters. The same vial of test strips was used for each test. No actions taken based on device results. No adverse event reported. The alleged product is not available to return for evaluation.